Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that there have been missing needles from 3 of the boxes of sensors they received. Caller stated that they kept receiving a lost signal alert, and after removing the sensor there was no "needle". The customer's blood glucose reading was 8 mmol/l. The sensors were replaced.